Event description:
It was reported that shaft break occurred. A percutaneous coronary intervention was being performed. The 80% stenosed target lesion was located in the tortuous and calcified left anterior descending (lad) artery. A 4.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, resistance was met in the vessel right as the stent exited the guide catheter. The physician pushed and pulled the device and noticed that the hypotube came out without the distal part of the delivery system. The entire system was removed altogether to retrieve the broken part of the shaft. A 4.50 x 16mm synergy xd drug-eluting stent was advanced but met the same resistance and the shaft was bent but did not break. The physician tried one more balloon which did not cross so the procedure was stopped and the patient was sent to surgery. No patient complications related to the two stents were reported.